Manufacturer narrative:
Product identifiers were not provided to rti in order to perform an investigation and re-review of manufacturing records. Device remains implanted.

Event description:
Rti surgical, inc. (Rti) and (B)(4), a wholly owned subsidiary of rti, received a complaint on (B)(6) 2016 indicating a pediatric age patient developed chemical meningitis after implantation of bovine pericardium dural graft. An extensive treatment plan was utilized to treat the patient. Additional information has been requested. To date, rti has not received additional information.